Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient ivtm therapy, customer reported leak on the cool line catheter (lot # unknown). Customer noticed saline level dropping during the course of treatment and that they started with 1000ml bag and there was only 300ml left. There was no saline found near the patient, bed nor on the floor. Note that the cool line catheter was inserted smoothly into the patient's right femoral vein. No patient impact or consequence to patient information was available.